Manufacturer narrative:
The pump passed the displacement test, operating currents, self-test and unexpected restart error test. The pump was unable to prime during prime test and motor error alarmed during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The pump was received with minor scratched display window. The pump was received with cracked battery tube threads. The pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with motor error alarm on their device. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted, and 8 motor error alarms were noted to have occurred within the last 30 days. The customer was advised the pump would have to be replaced and returned for analysis. The customer mentioned their pump was cracked in an auto accident. The customer then later mentioned their pump was not cracked and declined to troubleshoot for the damage. The customer was attempted to be reached in order to gather information on car accident, but a voicemail was left.